Event description:
Information received indicates the head section function is drifting.

Manufacturer narrative:
The facilities biomedical engineer found the head down solenoid valve was defective. The solenoid was replaced to repair the bed.